Event description:
It was reported that, while in use on a patient, this 980 ventilator displayed a "background fault" message and entered into backup ventilation (buv). The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator displayed a "background fault" message and entered into backup ventilation (buv). The device was not available for evaluation. The code, logged in the ventilator memory, reported by the customer confirms that the device entered into buv at the time of the event. The hospital staff performed the extended self test (est) to clear the code. The technical support advised the hospital staff to run the unit on test lung. With the available information, the cause of the reported issue could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.